Event description:
It was reported that the right ventricular lead was oversensing shortly after implant. The lead had dislodged and was repositioned. The lead is still in use. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2013. (B)(4).